Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer stated that the reservoir had an air bubbles. The approximately size of the air bubbles was it¿s a very big bubble about 10-20 unit bubbles. The customer decline troubleshooting for high blood glucose. The products will not return for the analysis.